Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch verio flex meter displayed an ¿error 2¿ message during testing. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter issue began in (B)(6) 2021. The patient manages her diabetes with metformin medication and humulin n insulin. The patient denied making any changes to her usual diabetes management regimen when she was unable to test her blood glucose due to the error message appearing. The patient reported that on (B)(6) 2021, she developed symptoms of feeling ¿weak, shaky, nervous, sweating and like her temperature was rising;¿ symptoms she associated with a high blood glucose excursion. In response to the symptoms, the patient claimed she attended the emergency room (e.r) where she was treated with insulin (type/dose not reported) and obtained a blood glucose reading of ¿171-172 mg/dl¿ on an unspecified e.r meter. In addition, the patient claimed she received a change in her usual management of diabetes stating the doctor increased her insulin to twice daily (humulin n 50 units at night and 40 units in the morning) and that she has to go to the doctor every 15 days to have her blood glucose monitored. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The cca walked through resolving the issue and the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly received medical intervention for an acute high blood glucose excursion after the alleged meter issue began.